Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind test due to a corroded motor home switch. The displacement test could not be performed and the no delivery and error alarms could not be confirmed due to the motor error alarm. The insulin pump had no counting anomaly or erased settings anomaly during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 249 mg/dl. The customer reported a motor error alarm from the insulin pump and then the insulin pump started counting and cleared all her settings. The customer also reported physical damage to the case and screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.